Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. The failure investigation has been completed. Based on the analysis, the alleged low bg issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was cracked and become unresponsive. Customer's blood glucose ranged from 50-70 mg/dl; cause was not known. Reportedly, customer reverted to manual injections for insulin therapy. No additional patient or event information available.